Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported mechanical issue could not be determined; however, the recurrent mr was due to the mechanical issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, estimated. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information exemption number e2019001permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed to report the clip opening after implanted and recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2019, one clip was implanted, successfully reducing grade 4 degenerative mr to grade 2. A transthoracic echocardiogram (tte) was performed on (B)(6) 2019 and noted that the clip was well positioned. Mitral regurgitation was noted as grade 3+. The study physician deemed the event as unrelated to the implanted clip or procedure. The event resolved on (B)(6) 2019. A second mitraclip procedure was performed on (B)(6) 2019, grade 4. The first implanted mitraclip remained stable on the leaflets but was partially open by about 40-60 degrees and may not have been fully closed at the time of implant. One clip was implanted, and an orifice was noted between the two implanted clips. There was not enough room for another clip to be implanted, so a vascular plug was used to close the orifice, reducing mr to grade 3-4. No additional information was provided.